Event description:
It was reported that this right ventricular (rv) lead exhibiting pacing impedance high out of range. Technical services (ts) was consulted and explained noise present on electrogram (egm) due to possible electromagnetic interference (emi). The lead remains in service. No adverse patient effects were reported.